Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred after customer went through a body scanner at the airport. Customer was educated not to wear the pump through body scanner per the tandem user guide. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.